Event description:
When placed on masimo device, unable to pick up saturations. Had to use a different piece of equipment to pick up saturations====================== manufacturer response for neonatal spo2 non adhesive sensor, lncs neopt-500======================trying to help us resolve